Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that one of the screw mounts on the left plunger case was cracked. During set-up for flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be the q1 chip was broken off the plunger printed circuit board. The printed circuit board was glued down but was knocked loose from the case. Replaced plunger printed circuit board.